Manufacturer narrative:
Report source: article titled: "progressive, repeated lumbar compression fracture at the same level after vertebral kyphoplasty with calcium phosphate cement" journal of neurosurgery -spine 2007: 6 (6); 559-562 published by dong-hwa heo m.d. And colleagues (researchers from yonsei university, seoul, korea). Method: device not returned, internal review of literature, follow-up with author.

Event description:
In an article titled: "progressive, repeated lumbar compression fracture at the same level after vertebral kyphoplasty with calcium phosphate cement (cpc)", the following events were reported: a physician performed kyphoplasty procedure on a patient at level l1 using cpc. Two months post procedure, the patient suffered from severe upper back pain, which was the same as the previously existing pain, and experienced progressive weakness of both lower extremities (motor strength grade 4/5). At five months post procedure, a more severe compression of the l-1 vertebra was revealed, and thecal sac compression caused by retrobulging of the cpc on the collapsed l-1 vertebra. The authors performed decompression and fusion surgery to treat the repeatedly collapsed l-1 vertebrae. No additional information was reported.